Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis identified two devices were seen one was broken and the other seemed to be intact. However, they were not identified by side or by lot number. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture with silicone infiltration in the gland.

Event description:
Explanting physician reported "ultrasound exam due to a gland in the right axilla showed rupture of the right implant with silicon infiltration in the gland¿. The device has been explanted.